Event description:
It was reported that the customer experienced an issue with the device's battery draining quickly and taking longer to charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions were taken. No further information was provided regarding the outcome of the event.